Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was found to be broken off at 16mm from its tip. The broken piece of the probe tip was not returned. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The broken surface of the probe was checked. It indicated the probe had cracked from the contact mark then broken off. The proximal side of the tissue pad was worn away. There was a mark in the non-insulated area of grasping section which came in contact to the probe and was abraded against it. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. "Seal & cut" output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact to the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. "Seal & cut" output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 5. The probe broke when added some load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from territory manager of olympus (B)(6) (oekg) that the probe was damaged during a rectal resection procedure and the whereabouts of the fragment are unclear. The intended procedure was completed with another device. The information that oekg received from the facility is as follows; "the defect occurred during the surgery. The surgery was a rectal amputation and it happened during a lever gesture. However, according to doctor, a defect occurred before, I assume "probe defect". Another error "faulty ultrasound level" occurred after turning the generator off and on. The procedure was completed successfully, but the scissors were replaced." "A search was made for the broken tip about 5min after the incident, intraabdominal as well as in the trocar and on the floor. The tip could not be found. Shortly before suturing, another search was made, but without success. But deterioration of the condition was not observed. The patient left the operating room without any damage and currently she is still doing well." There was no report of patient injury associated with the event.